Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the broken lid cubie in drawer 4.2 was failing the entire drawer. A field service engineer replaced the broken cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system half-height drawer cubie pocket was detected open, failed entire drawer. The customer stated that the reported malfunction occurred when the user was trying to issue medication to the patient and there was no delay in patient care. There were no adverse events or injuries reported based on this event.